Event description:
It was later reported that the patient had presented to the emergency room after having passed out and fallen. High and varying impedance had also been observed during the lead¿s life. Possible oversensed lead noise was observed, resulting in pacing inhibition.

Event description:
It was reported that the patient's right ventricular (rv) lead had possible oversensing of noise and a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with the helix retracted and tissue/blood on it. The helix jumped over the retraction stop. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.